Manufacturer narrative:
This report is being supplemented to provide additional information, based on the device evaluation and the legal manufacturer's final investigation. Corrected field: g2: (company representative was mistakenly selected in the initial report). A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over two (2) years, since the subject device was manufactured. The device was returned to olympus for inspection. And the customer's reportable malfunction was not confirmed. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the touch panel of the video system center stopped working, and an e333 output problem error was observed. The issue occurred during an unspecified procedure. After switching to the external touch panel, the intended procedure was completed. There were no reports of patient harm.